Event description:
The customer reported a falsely decreased alinity I stat high sensitivity troponin-I result on a patient that was not reported out of the laboratory. Initial result = <3, previous result on same day was 16,000. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The customer replaced the pre-trigger level sensor which resolved the issue. There were no additional discrepant results reported on the alinity I, serial number (B)(6), after the part was replaced. A review of the alinity (B)(6) instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic, or discrepant results reported. A review of the alinity immunoassay systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alinity parts replaced associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either part or the alinity I, serial number (B)(6).

Event description:
The customer reported a falsely decreased alinity I stat high sensitivity troponin-I result on a patient that was not reported out of the laboratory. Initial result = <3, previous result on same day was 16,000. No impact to patient management was reported.